Event description:
Patient had been intubated a few hours earlier in the ed and placed on this ventilator. Upon my arrival in the patient's room, I tried to make some ventilator changes but knob was broken and when trying to use the knob sometimes the (pop up) screen would freeze. I was still able to make changes without using the knob since there is another way. However, for patient's safety I exchanged ventilators and put aside the one malfunctioning and open a ticket for it. I called another rt and bagged the patient while we exchanged ventilators and set up the new one.